Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 174 mg/dl. The customer initially declined to troubleshoot with tandem technical support as the cartridge and tubing needed to be changed as they have been used for 3 days. After changing all the supplies and the customer received another occlusion. Tandem technical support performed a system check and the current supplies were functioning as expected, the customer indicated that the site would be changed.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.